Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that (2) er320 clip appliers were used in the prcoedure. The first instrument was "spitting slips" and "felt very stiff". The second instrument also reportedly "felt stiff" to the surgeon. The procedure was completed with this instrument. There was no pt injury.